Event description:
Patient on hemodialysis machine with routine blood flow setting. Air detector alarm sounded. Rn checked alarm and noted crack in tubing. Dialysis stopped. Patient checked. Tubing changed. Dialysis resumed. No problems noted. No sequalae.